Event description:
A 49 yr old white gravida 1 para 1 female status post bilateral subglandular inframammary. 255cc surgitek gels for augmentation 06-15-81. She reports they encapsulated and had many closed capsulotomies. Notes lt herniation laterally. Rt moving upward. Both firmer. Fatigue, soreness, and dizziness. Bilateral ruptured breast implants.